Event description:
It was reported that during a da vinci hysterectomy procedure, the surgeon noticed that the pk dissecting forceps cable broke at the distal end of instrument. The planned surgical procedure was completed. There were no missing or fallen pieces reported. No patient harm, adverse outcome, or injury was reported. The instrument is being requested back for investigation.

Manufacturer narrative:
The instrument has been returned to intuitive surgical, inc. (Isi) for evaluation with the following findings: the alleged issue was confirmed. Visual inspection was conducted and found instrument pitch cable was broken. Pitch cable was broken at the grips. The crimp that holds cable is still installed. No other damages were found. This complaint is being reported due to the following conclusion: the instrument cable broke at the distal end during a da vinci procedure. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.